Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip - gross femoral loosening & prosthetic fracture of cstem 9/10 taper. Implant had been insitu for approx. 18-20 years. Patient had pain for approx. Last 2 years then heard a popping noise. Proximal cement mantle was loose & stem was loose within the mantle. Distal fragment of stem was also loose within the cement mantle. Also non union of proximal trochanteric osteotomy. Doi: unknown; dor: (B)(6) 2022; unknown hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no surgical delay. Affected side of the patient was the right hip.

Manufacturer narrative:
Product complaint (B)(4). Information was received indicating that "no usage for depuy cement was found." Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as it cannot be confirmed to be depuy product. Further updates will only be provided if additional information is received that changes the regulatory determination.